Event description:
It was reported to boston scientific corporation that during a prep for a prostate biopsy procedure, upon cocking the device the physician noticed that it was bent. The case was completed with a different device, with no patient complications.

Manufacturer narrative:
..